Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated explant date d6b. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically inspected and leak testing, and it passed both tests. The pump was microscopically inspected and underwent functional and leakage testing, and it successfully passed all tests. Finally, the balloon was microscopically inspected and leak tested, and it was found tubing damage from tool instrument; it passed leak testing. The balloon was functionally tested and it did not pass it, as it had an output pressure reading above specification. Additionally, the reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. It was reported a sizing problem with the cuff. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. It was reported a sizing problem with the cuff. The aus was explanted and replaced. There is no additional information reported.